Event description:
It was reported that a mobi-c implant polymer core dislodged into the spinal cord while the patient was playing around a pool 5 years post-operatively and resulted in patient quadriplegia. A revision surgery was performed to remove the device. Further information is unavailable at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to a traumatic patient event at the pool. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant polymer core dislodged into the spinal cord while the patient was playing around a pool 5 years post-operatively and resulted in patient quadriplegia. A revision surgery was performed to remove the device. Further information is unavailable at this time.

Manufacturer narrative:
Corrections in a1, b5, b7, and h6 health impact codes. Additional information in d6a, g2, h6 clinical signs codes. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant polymer core dislodged into the spinal cord while the patient was playing around a pool 5 years post-operatively and resulted in patient quadriplegia. A revision surgery was performed to remove the device. Additional information was received which reported that initially, the patient's symptoms stabilized post-operatively, but over time, the patient began experiencing episodes of seizure activity that were not present prior to implantation. Later while standing at a backyard grill, the patient suddenly collapsed and lost all motor function below the chest. He was transported emergently to a hospital, where imaging revealed posterior migration of the mobi-c implant into the spinal canal with direct spinal cord compression. He underwent emergency surgery, during which the mobi-c device was explanted. Intraoperative findings confirmed that the poly core had fractured, leading to instability, migration, and irreversible neurological injury.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the reported traumatic patient event at the pool or unknown patient or surgical factors. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant polymer core dislodged into the spinal cord while the patient was playing around a pool 5 years post-operatively and resulted in patient quadriplegia. A revision surgery was performed to remove the device. Additional information was received which reported that initially, the patient's symptoms stabilized post-operatively, but over time, the patient began experiencing episodes of seizure activity that were not present prior to implantation. Later while standing at a backyard grill, the patient suddenly collapsed and lost all motor function below the chest. He was transported emergently to a hospital, where imaging revealed posterior migration of the mobi-c implant into the spinal canal with direct spinal cord compression. He underwent emergency surgery, during which the mobi-c device was explanted. Intraoperative findings confirmed that the poly core had fractured, leading to instability, migration, and irreversible neurological injury.

Event description:
It was reported that a mobi-c implant polymer core dislodged into the spinal cord while the patient was playing around a pool 5 years post-operatively and resulted in patient quadriplegia. A revision surgery was performed to remove the device. Additional information was received which reported that initially, the patient's symptoms stabilized post-operatively, but over time, the patient began experiencing episodes of seizure activity that were not present prior to implantation. Later while standing at a backyard grill, the patient suddenly collapsed and lost all motor function below the chest. He was transported emergently to a hospital, where imaging revealed posterior migration of the mobi-c implant into the spinal canal with direct spinal cord compression. He underwent emergency surgery, during which the mobi-c device was explanted. Intraoperative findings confirmed that the poly core had fractured, leading to instability, migration, and irreversible neurological injury.

Manufacturer narrative:
Additional information in h6: findings. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the reported traumatic patient event at the pool or unknown patient or surgical factors. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.